Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was intubated immediately due to shortness of breath and decreased of blood oxygen. During use, it was found that the air bag could not be inflated. The device was pulled out and found out that the air bag was broken. The patient was reintubated using a new device and used it normally.